Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? Small bowel resection. What surgical procedure was performed? Small bowel resection with side to side anastomosis. What structure was the tx60b device used on? End of the side to side anastomosis to close off otomy. What was found at the re-op? Were there any issues with the staples? If yes, please explain. No issues with staple formation. There was a bleed on the staple line. Can you please confirm what tissues were captured in the device jaws? Yes. Was there any calcification of the vessels? Unknown. Could there have been any tumor invasion into the vessel? Unknown. Were any clips used in the area of the firing? No. Was the device closed and then reopened to reposition prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? No. Was the tissue retaining pin placed automatically or manually? Unknown. Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? The tissue was removed when stapler was still on tissue after firing. Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Unknown. Can more information be provided on the shape of the staples? Unknown. Can you please confirm the total blood loss volume? Unknown. Was the bleeding on the atrial side? Bleed was on the staple line on small bowel. Was there an atrial injury? Unknown. Can more details be provided about how the bleeding was ultimately controlled? Reoperation was done and the stapler line was over sewed to control the bleeding. What is the current status of the patient? Patient is doing well after bleeding was controlled.

Event description:
It was reported post-op to an unknown procedure, the patient had bleeding on the staple line. A second operation was needed to over-sew the staple line.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? Small bowel resection. What surgical procedure was performed? Small bowel resection with side to side anastomosis. What structure was the tx60b device used on? End of the side to side anastomosis to close off otomy. What was found at the re-op? Were there any issues with the staples? If yes, please explain. No issues with staple formation. There was a bleed on the staple line. Can you please confirm what tissues were captured in the device jaws? Yes. Was there any calcification of the vessels? Unknown. Could there have been any tumor invasion into the vessel? Unknown. Were any clips used in the area of the firing? No. Was the device closed and then reopened to reposition prior to firing? No. Was the device difficult to close? No. Was the device difficult to fire? No. Was the tissue retaining pin placed automatically or manually? Unknown. Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? The tissue was removed when stapler was still on tissue after firing. Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Unknown. Can more information be provided on the shape of the staples? Unknown. Can you please confirm the total blood loss volume? Unknown. Was the bleeding on the atrial side? Bleed was on the staple line on small bowel. Was there an atrial injury? Unknown. Can more details be provided about how the bleeding was ultimately controlled? Reoperation was done and the stapler line was over sewed to control the bleeding. What is the current status of the patient? Patient is doing well after bleeding was controlled.

Event description:
It was reported post-op to an unknown procedure, the patient had bleeding on the staple line. A second operation was needed to over-sew the staple line.